Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap diagnostic with salpingectomy event description: it was reported that the seam came apart. The metal prong came off of the shaft and went through the bag. The staff have pictures of the bag and packaging. The reporter had limited information at the time of the report. The case was performed at 4:00 am. The patient status is unknown. It was unknown if a patient injury occurred. It was unknown if any intervention was performed. Additional information received via telephone on 02mar2018 at 10:08 am from applied medical implementation specialist. The bag was deployed without incident. The specimen was placed into the bag. As the surgeon was pulling the plunger back the surgeon felt more "pressure" and it seemed that the string "popped". The device was removed from the trocar and one piece of a metal prong was attached to the shaft and the other piece of the metal prong appeared to be broke and was inside the abdomen. The bag appeared cinched and the specimen was contained in the bag. The surgeon removed the trocar and used a kelly clamp to extend the incision site slightly to remove the metal prong piece along with the bag. It appeared that the metal prong piece was still inside the bead. The bag did not fragment. No instruments were used at the time of the event other than a camera scope. No patient injury occurred. The facility will provide a picture of the event device along with event unit. Type of intervention: the surgeon removed the trocar and used a kelly clamp to extend the incision site slightly to remove the metal prong piece along with the bag. Patient status: no patient injury occurred.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The tissue bag was separated from the introducer shaft. Engineering confirmed that one of the prongs had detached from the device. Upon inspection, engineering observed that the detached prong was missing a bend. Based on the condition of the returned unit, it is likely that the support had detached from the device due to the missing bend in the prong, which was not caught during the manufacturing process of the device. The probability and criticality of harm resulting from this type of event has been evaluated and found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.